Event description:
It was reported that the "lens tilted along axis of lens". According to the surgeon, the likely cause of the event was capsular contraction. The surgeon plans to reposition the lens.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.